Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display during the night. The patient's blood glucose at the time of incident was 152 mg/dl. The battery was changed two days ago. The customer had changed the battery twice since the blank display anomaly but the issue still persisted. The batteries were not expired. The display then reappeared when the reservoir was removed. The insulin pump prompted the customer to rewind; however, the device was stuck in the rewind process. There were no alarms noted. The insulin pump was returned and replaced.